Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device had false positive detections. The device was exchanged for another working unit. There was no patient injury.

Manufacturer narrative:
One 01-0034 console was received for evaluation. This device has been used in the treatment or diagnosis of a patient. Details regarding a visual inspection were not provided. The investigation found a condition that may have caused or contributed to the reported condition. The investigation found that ten scans were done using a test verisphere in the no-tag-present state. None of the scans provided a false detection. It was found upon internal inspection that there is a solid ferrite core installed on the verisphere port cable assembly. These ferrites have been shown to cause interference that can sometimes result in false detection. The investigation identified the root cause of the reported event to be the ferrites. Corrective action has been implemented. If information is provided in the future, a supplemental report will be issued.